Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated that they thought the ins was not working anymore and not getting stimulation and ¿feels something¿. It was noted that the issue started a couple of days ago and ¿came out of the blue¿. It was verified that the stimulation was on. The patient tried another program (changed programs) and went to 8.5 volts but felt nothing (¿stopped feeling nothing¿). The patient had a friend come and help, but ¿nothing happened¿. The patient called their healthcare professional (hcp) and was told to contact the manufacturer¿s representative. Additional information was requested, but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va071ey, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was again only feeling stimulation when standing. It was noted the patient had no stimulation sensation when sitting or lying down. It was reported the patient was previously feeling stimulation all of the time. It was reported the patient had a loss of therapeutic effect and experienced pain. It was noted the patient had an MRI of their right hand and had to lie on their stomach for an hour. It was reported the patient was "bawling" from the discomfort. It was noted stimulation felt different after the MRI; the patient could not feel stimulation as much while walking or sitting. It was reported the patient could only feel stimulation when lying down.